Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found missing battery cap contact. Unit passed the self-test. P-cap was attached and locked properly into place. Unit was successfully downloaded using thump for history and trace files. Unit was successfully downloaded using carelink. No alarm, alerts, and anomalies noted during testing. Pump was cut and found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay, battery cap contact missing. Unable to download is not confirmed and pass all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue while updating the pump. The customer reported no adverse event. The event involved product mmt-6121 and mmt-1880l. Troubleshooting was performed and the issue was resolved. No harm requiring medical intervention was reported. Product return was not applicable for mmt-6121. Mmt-1880l was requested and the product was returned for analysis.